Manufacturer narrative:
This declaration is based on photo sent to us. This photo is showing traces on the cheek of the patient. The dentist thinks it could be linked to the use of the apex locator. Micro-mega is not sure that the traces is a burn or an irritation or an allergy. Also, we are not sure that this injury is due to the device apex pointer +. The dentist made a local treatment to treat traces: physiological serum and vaseline; through our information's, no other actions have been done by health professional. The device has been tested in our facilities: no problem has been detected. Note: the device is powered by battery (max 6 v dc) - date (B)(6) 2017. It is the first case that we became aware. This device is not marketing any more. So we did not engage any actions.

Event description:
24 hours after dental treatment using an apex locator, there appeared traces ressembling to an allergy or irritiaion on the external side of the patient cheek.